Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Customer's blood glucose was 523 mg/dl. It was stated the set, site, and reservoir had been changed several times and despite this, still not all of the insulin was delivering. Customer was treated with injection. During troubleshooting, the drive support cap appeared normal. Insulin exited the tubing during manual prime and no leaks were found. There were three no delivery alarms in the alarm history. A high pressure test was performed and passed. It was advised the insulin pump was working as designed, and to change the entire set, reservoir and insulin. Nothing further reported.